Manufacturer narrative:
An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: there is no examination of the explanted components and no evidence radiographically, bone scan or revision operative report of confirmation of aseptic loosening of the femoral and /or tibial components. Based upon review of the available information there is no evidence of factors of faulty component design, manufacturing or materials contributing to this clinical situation. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to lack of information provided. Further information such as product return, dated x-rays and revision operative notes are needed to complete the investigation and determine a root cause. It must also be noted that the components explanted were not part of a recall. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A patient called. This patient had a total knee replaced by dr. A. He also said he just had a revision on that knee. Update (as per patients email): "on (B)(6) 2011, I slipped and fell while working with (B)(6) at the hospital in (B)(6). As a result of this fall I had full knee replacement on (B)(6) 2013. The knee was a stryker triathlon cr and the surgery was performed by dr. (B)(6). From the day they installed the knee I complained of pain. I was told that this type of surgery will take time to heal and to just be patient. By (B)(6) 2015 I had enough and went for a second opinion. I was referred to dr. (B)(6). He did several tests including a bone scan and said that my knee should be replaced again. I had the second surgery on (B)(6) 2016 ." Per medical records review: the surgeon indicates the patient appears to have aseptic loosening of the tibial and possibly the femoral component.